Manufacturer narrative:
A folysil catheter was returned for analysis. The returned device was examined and it was noted the balloon was burst and it was not able to be inflated. A silicone balloon burst could come from various causes. In this case, coloplast can not identify a specific root cause as insufficient information has been provided to do so. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non conformances and capas revealed no trends for this lot.

Event description:
According to available information, this device burst while it was being removed. Water was removed from balloon to deflate it and the balloon burst. The device was removed as planned. No other adverse patient effects were reported.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we fund one other complaint on this lot 8361186. The product reference aa61161002 lot number 8361186 for 1945 pieces, has been manufactured in january 2022. The expiry date is january 2027.the product reference aa61161002 lot number 8361186 was made by an intermediate product reference aa611680 lot number 136680.checking the quality databases revealed that a corrective and preventive action is ongoing CAPA tw470775 "balloon bursting trending for folisyl and silicone prostatic catheters" . After reception of sample , visually, the balloon is bursted and entire. From experience, silicone balloon burst could come from various causes. In this case we cannot identify any specific root cause as insufficient information has been provided to do so.